Event description:
Related manufacturer reference number: 2017865-2022-13057. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the leads, it was noted that there was decreased pacing lead impedance and noise on the right atrial (ra) lead. The right ventricular (rv) lead had multiple oversensing episodes on electrogram. Further observation with isometrics revealed ra lead non capture which led to pacing inhibition. The physician explanted and replaced both ra and rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, noise and failure to capture were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damaging inner/outer insulation and the outer coil fractured. Electrical testing performed found an open circuit due to separation outer coil distal to the suture sleeve tied down impression. The cause of the reported events was isolated to a damage to the insulation and coil consistent with clavicle crush.